Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. The cuff was explanted and replaced with a smaller cuff. No patient complications were reported.